Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench, the bench technician observed that the capacitor was testing below specifications. There was no patient involvement.